Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. In it can be observed that the pressure plate is separated to the housing.the sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination. The pressure plate is loose from the housing, no weld marks are present in none of the components. A review of the manufacturing process was conducted by quality intern in order to verify that there are no situations or practices that could create the reported issue. The investigation concluded that the most probable root causes are: manufacturing procedures of housing and pressure plate are not standardized, lack of visual aids oriented to the non-conformance and clear to understand and illumination inadequate (it was detected in four of eleven workstations). The following actions were taken to correct the reported issue. Current operator?s distribution was updated to include an extra operator in the operation of load/unload product in the welder machine and documented in the visual aid (B)(4), updated manufacturing procedures in order to determinate the sampling and periodicity to perform the proper inspection; also to define the method of inspection and balance the workload between each operation, identified all visual aids from cassette line to eliminate the unnecessary and the duplicated in order to keep a clear, inspection workstation was upgraded with the correct illumination.

Event description:
It was reported that upon filling the product with medical fluid at a pre-use check, the pressure plate got detached from the cassette. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.